Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer and the stylus are not calibrated. The stylus and cursor do not align on screen. It was also determined at analysis that the system fan wiring harness was installed incorrectly causing it to be pinched, which in turn caused it to become damaged to the point of both wires being exposed - the fan was operational. The hard drive was reconfigured, and the software was reloaded and updated. All found defective parts were replaced and all issues were resolved. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer and the stylus are not calibrated; the user indicated more so on the right side of the screen. Two different stylus were tried and the screen was recalibrated several times with no change. The programmer was returned for service and repair. There was no patient involvement.